Event description:
It was reported that the device was removed from the pocket and left outside of the body due to the suspicion of infection. The device was disconnected and replace the following day. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.